Event description:
Related manufacturer reference numbers: 3006705815-2023-00477 and 3006705815-2023-01936. It was reported that the patient was experiencing pain at the ipg site as well as ineffective therapy due to the positioning of the leads. Surgical intervention was undertaken on (B)(6)2023 in which the ipg was explanted and replaced and the leads were repositioned to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00477. It was reported that the patient is experiencing ineffective therapy due to the positioning of one of the leads as well as pain at the ipg site. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.